Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. The reported condition of a fractured screw was confirmed. Visual evaluation of the as returned product identified worn markings due to usage and a fracture on the threads of the screw. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
Doctor reports that the unknown screw for the abutment fractured. Tooth site #30.